Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) after on-site inspection of the equipment and review of fault code records at the hospital confirmed the customer's reported malfunction. Recommended replacing the part with a spare. The customer did not request repair at this time. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Event description:
It was reported that cs300 had an automatic inflation malfunction. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.